Event description:
It was reported that upon insertion of IV device, clinicians got a flash of blood but were unable to flush/draw blood assuming a blockage in the device.

Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no complaint sample was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08739 is no longer considered reportable, please disregard any MDR reports associated with it.